Event description:
The customer reported that following a radiology/stent procedure in 2002, a vasoseal es was deployed. Manual pressure was held for two minutes and hemostasis was achieved. On the next day, the patient's blood pressure was low and a physician was consulted. The patient was diagnosed with hypovolemia. On the next day, the patient was sent to the gl lab to rule out an upper gastrointestinal bleed. On the next day, lovenox therapy was continued. The patient's labs showed prothrombin time at 17.2 and the patient's inr was I.6. On the next day, the patient was send to CT and a retroperitoneal bleed was diagnosed. The patient's labs showed a prothrombin time of 24 and inr of 2.4. The patient was taken to the operating room for repair of the retroperitoneal bleed. On july 6, 2002 the patient expired.